Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer reported receiving a motor error alarm the day before the call, also. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 216 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor tested outside device and passed. The insulin pump was received with scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.